Event description:
It was reported by an attorney that the patient underwent surgical procedure on (B)(6) 2006 and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems, vaginal scarring and she has undergone additional surgeries and revisionary procedures. It was reported that the patient underwent a colonoscopy on (B)(6) 2007 and cholecystectomy on (B)(6) 2011. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced severe sui, abdominal pain, pelvic pain, suprapubic pain, elevated wbc, rectal bleeding, chronic and severe uti¿s, blood in urine, lower back pain, pain in pelvis and vagina that radiates down both thighs and legs, urine odor, vaginal scarring, dyspareunia, recurrent prolapse, abdominal & pelvic muscle spasms, diaphoresis, cervicalgia, constipation, rectal and colon issues, pelvic phleboliths, granulation tissue in mid-portion of vagina, severe and chronic right lower quadrant and pelvic pain of an uncertain etiology, pelvic mesh migration and adhesions. As per operative report and plaintiff fact sheet, patient underwent implant surgeries on both (B)(6) 2002 and (B)(6) 2004. The original date of implant (B)(6) 2002 as reported by d. Burgess, rn is correct and the implant procedure on (B)(6) 2004 was for an additional product as stated above. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.